Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid right coronary artery (rca). Pre-dilation was completed with a 13x3.0mm non bsc balloon catheter. A 32 x 3.50 promus premier¿ was selected and advanced to treat the lesion; however, the device was unable to cross the lesion. When the device was completely removed from the patient using a non-bsc guiding catheter to support the device, it was noted that the distal edge of the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).